Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump vibration was not working when the customer delivered a quick bolus. Review of the pump settings showed that the volume settings for the quick bolus feature was set to vibrate. In addition, the customer reported that the pump does not always vibrate when interacting with the buttons on the pump touchscreen. During troubleshooting, the issue reoccurred when the button volume was changed back to vibrate. There was no reported impact to the customer's blood glucose level. Reportedly, the customer continued using the pump for insulin therapy.